Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report(B)(4). The investigation of the complained device was performed in the servie repair shop melsungen, germany. The device history was read out and analyzed. The history log files of the reported day of occurrence were investigated. Caused of no day of occurrence was reported, the history log files of the last performed infusion therapy were investigated. No flow deviation could be found. All cover caps on the screw pillars as well as the technician seal on the lower housing part were available and undamaged. No visible damages on the housing parts could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe (type: ops 50ml), which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +0,76% was within specification (+-2%) (according to en iso 60601-2-24). A functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. During the disassembling it could be recognized that the screw from the flat ribbon cable holder from the drive head unit, was not screwed tightly. Also the carrier was bend due an external force. No other damages or soiling were found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according the specification.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The device is still in the investigation process. If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion". Customer information: the treatment was infused in 24h instead of 6h.